Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient developed inflammation/swelling, fluid drainage, pustules, purulent drainage (pus), and an infection at the sensor site. He had bleeding and skin burning sensation in the area. He applied otc topical antibiotic (neosporin ointment) and then covered the site with a patch. On (B)(6) 2025, the symptoms worsened and he contacted his daughter-in-law who advised him to go to the emergency department (ed). At 08:30 am, in the ed, he had an x-ray and an ultrasound to verify how deep the infection was. The health care professional (hcp) used their fingers to squeeze the skin to release the pus and blood from the sensor site. No stitches were performed, and they only covered the site with a dry patch. Blood test samples were collected to verify the type of infection, but he stated the results were not available until after 10 days. The patient received a prescription for two different antibiotics (names and dosages not indicated, one to be taken twice daily for 10 days and the other to be taken four times daily for 10 days) and he was discharged home at 1:00 pm and was advised to go back to the ed if the medications are ineffective. At the time of the report, no photo was provided, and the patient stated there was still no improvement at the site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).